Event description:
It was reported far r oversensing and inappropriate automatic mode switch (ams) was noted on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.